Event description:
Information was received from a consumer (con) information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient stated the pump got infected and it had to be removed. The caller stated they think it got infected because the nurse did not clean the area good enough.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the patient had their pump implanted on (B)(6) 2022 and an urgent explant on (B)(6) 2022 after pressure necrosis. The patient¿s previous refill was (B)(6) 2022. The event resolved and no pump would be re-implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.